Event description:
The initial reporter stated they received questionable results for approximately 4 to 5 patient samples tested with magnesium gen.2 on a cobas 8000 c 702 module. The customer provided an example of one patient sample with discrepant magnesium results. The sample initially resulted in a magnesium value of approximately 3.5 mg/dl. The customer observed they were getting high patient sample results outside of the normal reference range, so they decided to repeat the sample. The sample was repeated on a second analyzer, resulting in a value of approximately 2.0 mg/dl. The repeat value was deemed correct.

Manufacturer narrative:
The magnesium reagent lot number was 81586901, with an expiration date of 30-apr-2026. Calibration data was acceptable. The customer stated that controls were acceptable before and after the event. The field service engineer replaced the reagent pack and this appeared to resolve the issue. The engineer later returned and found that vacuum nozzles were sticking in the up position on the rinse head, causing the cells not to be evacuated properly. The rinse head and corresponding nozzles were cleaned. Reaction part washing maintenance was performed. Precision studies were performed. The investigation determined the service actions resolved the issue.